Event description:
Reporting rationale: serious injury/medical intervention/permanent damage. Reporting status: guide wire separation requiring medical intervention resulting in permanent damage. Device issue: guide wire separation. It was reported that the guide wire was being torqued during the procedure in an attempt to advance it through the lesion. While attempting to remove the guide wire, the tip stretched and fractured. The tip of the guide wire remained in the pt's anatomy and the remainder of the guide wire was removed from the pt. Drug eluting stents were placed over the separated piece embedding it against the vessel wall. No additional event or pt info is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance revealed that the guide wire was returned with blood and contrast on the tip coils. The shaping ribbon was separated 2.2 cm distal to the center solder. The shaping ribbon was twisted for a length of 2 mm proximal to the separation. The separated portion, including the tipball was not returned. The tip coils completely stretched distal to the center solder. There was no other damage noted to the guide wire. The guide wire will be sent to the scanning electron microscopy (sem) lab for further investigation. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.